Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.